Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that an infection and erosion occurred. The implantable cardioverter defibrillator (ICD) system was explanted. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.